Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic endoscopy lung lobectomy, after pressing the green button, the handle could not be squeezed and the device did not fire. The issue occurred with four different reloads while using the first handle. The same issue occurred on the second handle with the same four reloads and another five different reloads. The surgeon manually sutured the tissue to resolve the issue. No patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3f0546) egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3f0546) egia45avm, egia45avm egia 45 artic vasc med sulu, (lot #unknown) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #unknown) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #unknown) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #unknown) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #unknown) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #unknown) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #unknown) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic endoscopy lung lobectomy, after pressing the green button, the handle could not be squeezed and the device did not fire. The same issue occurred on the second handle. The surgeon manually sutured the tissue to resolve the issue. There was no patient injury.